Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "rapid gas loss" message & intermittently failed to autofill. The pt was switched to another unit & therapy was continued. No pt injury was reported.